Event description:
"The inner and outer tube exploded just close to the motor connection." Was reported by european distributor. The open tube was reported as "waving around". On follow up they reported " ..because of the waving of the broken tube the sterile table and the operating staff went unsterile and needed to change the coats and gloves", and "next to the unsterility of the staff and material, there is nothing reported. The motor was lying on the instrumentation table as it happened." There was no indication of any injury or adverse effect to the pt.